Manufacturer narrative:
Concomitant medical products: 97702 implantable neurostimulator, implanted: (B)(6) 2017; 3998 lead, implanted: (B)(6) 2009; 3888-45 lead, implanted: (B)(6) 2009; 3888-45 lead, implanted: (B)(6) 2009; 4298-88 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s spouse that the patient is deceased. The spouse further reported that the patient died due to the ¿pacemaker¿ and that the device ¿went off¿ six times. The spouse was told by the physician that the patient had six heart attacks and congestive heart failure. The cause of death was provided as congestive heart failure.